Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a malfunction related to air flow pressure low and flow sensor clogged was observed. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a malfunction related to air flow pressure low and flow sensor clogged was observed. The device's machine flow sensor was replaced to address the issue. The system board and blower assembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and blower assembly were functioned as designed and operated without issue or error codes. The machine flow sensor failure was due to the contamination.